Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by the clinical representative with limited information. Potential causes of the reported issue are patient contraindicating conditions, improper placement during surgery, incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside the target nerve, migration, and interference from non-curonix device. The patient was implanted with an scs ipg from another company. The stimulator is used to treat pain. The cause of the reported issue is interference from a non-curonix device as the patient was implanted with an scs ipg from another company (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported discomfort caused by the implant. An explant procedure was performed on (B)(6) 2023. The patient is still sensitive from removal of the leads.